Event description:
Once the dexcom sensor is applied by the third day the reporter feels an itching sensation. The itching progresses during following days to a burning sensation that becomes unbearable. Once its time to change the sensor the reporters skin is red, blotchy, with a pustule filled rash. Reporter has contacted dexcom and the only advice they have given him is to use a skin barrier and look for suggestions in (B)(6) groups. None of the suggestions have worked. Reporter states that his meter gives good readings and that the adhesive is intolerable. A representative for dexcom has told the reporter that changes are going to be made to the adhesive. However, their hands are tied at this time due to the FDA.